Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that user was unable to select the medication. A technical support specialist (tss) found that the item was already requested and waiting in queue for pharmacy to approve or reject the request. The tss informed the same to the customer. The system functioned as intended after the technical support specialist investigated the issues of the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower the user tried to issue a medication but could not select the medication on screen. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.